Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased pacing impedance and high capture threshold after the patient got a mastectomy in summer 2020. The rv lead was capped and replaced on (B)(6) 2020. The patient was asymptomatic to the event.